Event description:
After the appropriate prep and set up of lv gram injector, the nurse prompted to proceed with injection. During the injection, a creaking occurred and the nurse released the injection button. The hinge on the outside of the injector fell off and the contrast and blood mixture leaked onto the floor. There was no injury to the patient and releasing the injection button stopped any further injection into the patient. Lv gram was not optimally obtained and lv injector was removed from the lab and replaced by another.